Event description:
It was reported that the pump reset unexpectedly. There was no reported impact to the customer's blood glucose level. Customer resumed insulin therapy on the pump.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.